Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was 138 mg/dl. Additionally, it was reported that the customer experienced an elevated bg of 600 mg/dl and moderate ketones; cause of bg was not reported. Troubleshooting was declined by the customer to determine a possible cause. Customer address the elevated bg with a bolus via the pump and manual insulin injections. Customer went to the emergency room for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Customer was released 4 hours later with the issue resolved and no permanent damage.